Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15752. It was reported that patient presented to a follow-up in-clinic with an inflamed pocket infection. Patient admitted to picking their incision scabs from a (B)(6) 2020 atrial and right ventricular lead implant procedure. Entire implantable cardioverter defibrillator system was explanted on (B)(6) 2020. A penrose drain was also placed to allow for drainage to escape. Patient was stable after the procedure.